Manufacturer narrative:
Event description: it was reported that a patient (bmi=33.2) had a primary implantation on (B)(6) 2007 and underwent revision surgery on (B)(6) 2019 due to suspected metal on metal wear. However, trunnionosis was found intra-operatively and the metasul head and metasul liner were replaced with an option ceramic head (with ti sleeve) and a pe liner. The cls femoral stem was left implanted. Review of received data: no further due diligence required as all required information to support the conclusion is available/was already requested. Two intra-operative pictures received, whereby one picture is showing the trunnion of the cls stem and the second picture is showing the explanted metasul head and explanted metasul liner. The taper connection of the metasul head however cannot be seen on the picture. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Raw material certificate reviewed on 21-july-2020. The review showed that the material was according to specification. Complaint conclusion: it was reported that a patient had a primary implantation on 30th october 2007 and underwent revision surgery on 27th august 2019 due to suspected metal-on-metal wear. However, trunnionosis was found intra-operatively and the metasul head and metasul liner were replaced with an option ceramic head (with ti sleeve) and a pe liner. The cls femoral stem was left implanted. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices were received; therefore a proper assessment of the condition of the components cannot be carried out. Two intra-operative pictures of the devices were received. However, they did not reveal any indication or contributing factors that could be correlated to the reported event. The components were revised due to suspected metal-on-metal wear, however during the revision surgery trunnionosis was identified. Based on the received documentation the metal-on-metal wear can neither be confirmed nor analyzed, as wear of the taper interface and its cause could be multi-factorial, with contributing factors potentially stemming from the patient, the implant, or the surgical procedure. Therefore, due to significant lack of information, it is impossible to perform an in-depth analysis of the reported trunnionosis. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: head: 0009613350-2019-00566-1, liner: 0009613350-2019-00567-1.

Event description:
Investigation results are now available.

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item # 0100010407, item name metasul, alpha insert, gg/28, lot # 2393715. Item # 192806, item name metasul head 28mm 12/14, lot # 2397405. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery due to trunnionosis. Stem was not revised, just the head and the line.